Event description:
It was reported that the patient underwent an initial right tha on an unknown date. Subsequently, the patient was revised due to malposition of the acetabular cup and a periprosthetic fracture around the stem. The cup, liner, stem, and head were removed and replaced. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b2, b3, b5, d7, e1, e2, e3, g3, h2; h6 reported event was confirmed with x rays provided. Review of the records identified the following: there are signs of osteopenia. The acetabular inclination angle: right tha 62 degrees is abnormal. There is a vertically oriented fracture of the proximal right femur. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown\, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05204. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right tha on an unknown date. The patient has been indicated for a revision due to malposition of the acetabular cup and a periprosthetic fracture around the stem. No revision has been reported. Attempts were made to obtain additional information; however, none was available.